Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4).

Event description:
It was reported that there was an alert due to the atrial impedance increasing from 660 ohms to 2425 ohms on 2 consecutive measurements, noise, and a possible lead fracture. The lead remains in use. No patient complications have been reported as a result of this event.